Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had unexpected re-initialization on insulin pump. The customer¿s blood glucose was low level of 36 mg/dl. The customer also had lost sensor alert. The customer¿s current blood glucose was 48 mg/dl. The customer treated with food. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.